Manufacturer narrative:
2/24/1998-supplemental report #1 submitted to FDA.

Event description:
The device was used during a tubal ligation procedure. Reportedly, the instrument punctured the right common iliac artery. The surgeon performed a laparotomy to control the bleeding. The vessel was repaired with suture. The hosp has reported that the pt's condition is satisfactory.